Manufacturer narrative:
An investigation of kangaroo joey was performed for the reported condition of; the unit¿s alarm does not ring. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the unit¿s sensor. The unit¿s sensor was cleaned to correct the reported issue. The unit was then fully tested and recertified; unit passed all testing. Kangaroo joey was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Customer reports that the unit's alarm does not ring.